Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that after a tha performed on (B)(6) 2022, on which trials were used to confirm the correct size and intraoperative x-rays were used to confirm the correct placement of the polarstem valgus ti/ha 2 device, the surgeon identified a leg length discrepancy resulting from the larger implant, therefore, a revision surgery was performed and downsized device was implanted. No patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: it was reported that after a total hip replacement performed on 20-oct-2022, on which trials were used to confirm the correct size and intraoperative x-rays were used to confirm the correct placement of the polarstem valgus ti/ha 2 and the oxinium fem hd 12/14 32mm -3 devices, the surgeon identified a leg length discrepancy resulting from the larger implant, therefore, a revision surgery was performed and downsized devices were implanted. No patient injuries were reported. The device intended for use in treatment was not returned for investigation. A product evaluation was not possible. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The performed complaint history review for the complaint device revealed no previous complaints for the same batch. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The instructions for use (lit. No. 12.23, ed 03/21) states "failure to carry out a proper planning could lead into choosing the wrong implant type and/or size or incorrect implant positioning." As part of ¿preoperative planning¿ regarding the implantation of a hip prosthesis. No clinically sufficient data was provided to perform a medical investigation. Based on the information provided to the complaint, it is not possible to confirm the reported failure mode. A relationship between the reported event and the device cannot be confirmed, the performed investigation do not lead to an accurately determined cause. There is no objective evidence that the reported devices failed to meet manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. There is no need for further actions because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.